Event description:
During reverse shoulder arthroplasty, eccentric glenosphere guide was being tightened and during the process the keyed tip broke off (less than 2.5 mm x 1 mm). Surgeon unable to locate and retrieve broken piece (too small).